Event description:
It was reported that when the customer opened the package, it was observed that the catheter was bent in about 45 degrees from the middle of the balloon to the tip.

Manufacturer narrative:
The device was not returned for evaluation.